Manufacturer narrative:
The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows 50 treatments were performed at that day. The reported treatment could be identified in the logfile. The treatment was aborted due to error message. It could be possible, that the patient moved or rolled his eye and so the suction was lost. The user performed a vacuum check but got an error message. The customer repeated the vacuum check and passed the vacuum check. The treatment was restarted with a new patient interface and finished without any problems. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The possible root cause could be eye movement of the patient. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that vacuum was lost when creating a flap. Patient interface was changed and operation was completed. No harm to the patient was reported. There are two related reports for this facility. This report addresses the patient (B)(6) and another manufacturer report will be filed.